Event description:
Poly portion of component split in half and disassociated from metal backing. Prior to actual split and disassociation of component; pt experienced some unusual pain in knee upon stepping out of shower in 2001. Knee locked after knee made loud "thwack" noise. Pt is in good health and is 6' tall. Revision surgery not scheduled.